Event description:
This report is based on information provided by philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had a display screen is damaged and has a crack in it. The display screen can't be calibrated or used.